Event description:
The device was used for pedicle aspiration of bone marrow from a vertebral body and the anterior cortex was breached. On behalf of the physician, the sales agent stated that there were no clinical sequelae as a result of this event.

Manufacturer narrative:
The device instructions for use contain stepwise instructions for proper aspiration of bone marrow aspirate. Proper surgical technique is necessary for bone marrow aspiration. Based on this, this incident was determined to be a user error. Method: testing was not performed on the device.